Event description:
It was reported that the programmer was experiencing electrical noise which caused all its electrograms and electrocardiograms to have a lot of static and base line drift. It was noted that the programmer was used in a busy cath lab but when another programmer was placed there, the noise did not occur, all of its screens and monitors stayed clear. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).